Event description:
Customer reported system was booting up with error message interlocks broken.

Manufacturer narrative:
Gehc surgery personnel arrived on site inhouse technicians had repaired system. They reported replacing blown fuse. Checked system and found no problems.